Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of thrombosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery. A 3.5x28mm xience sierra stent was implanted, and post-dilatation was performed. Later that day, the patient returned with chest pain. Thrombosis was confirmed, and a non-abbott stent was used as treatment. The patient is fine, and there was no clinically significant delay in the procedure. No additional information was provided.